Manufacturer narrative:
(B)(4).

Event description:
A philips field service engineer (fse) reported that during a planned maintenance, he found that the anode cable behind the x-ray tube was loose, and the cable surface (jacket) was worn out and the metal shielding layer was exposed on a mx 16 slice CT system. The fse confirmed that there was no harm to a patient, operator or bystander. The fse reported that the shield of the anode cable to the x-ray tube was exposed. The fse repositioned the abode cable and secured it so that it would not make contact with any metal parts. The fse is waiting for the tube to arrive to replace it.

Manufacturer narrative:
(B)(4). On (B)(6) 2016, a philips field service engineer (fse) reported that during a planned maintenance on an mx 16 CT system, he found that the anode cable of the x-ray tube was loose, the cable surface (jacket) was worn out, and the metal shielding layer was exposed. The fse confirmed that there was no harm to a patient, operator or bystander. The fse reported that the shield of the anode cable to the x-ray tube was exposed. The fse repositioned the anode cable and secured it so that it would not make contact with any metal parts. The anode cable is housed within the gantry and is only accessible during philips service. On (B)(6) 2016 the fse informed the customer of the need for the x-ray tube to be changed upon shipment of the tube. On (B)(6) 2016 the fse replaced the x-ray tube to resolve this issue. Based on further evaluation by CT engineering, this issue was determined to be of acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: cables meet requirements of iec 60601-1 (1997) clause 5.2 and iec 60601-1 (2005) clauses 8.5 and 8.10.7 (including injector cable, cct cable). Insulation protection per iec standards iec 60601-1 (2005) clause 8.8. Net power cables are packaged with net and make hidden wiring. The voltage of signal cables are sleeve and the signal cables is covered and protected. This complaint was reported in error. Initial risk assessment was determined to be unacceptable. However, further investigation determined that the complaint was of acceptable risk. This is no longer considered a reportable event.